Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead was surgically capped and abandoned. Pacing impedance and thresholds were high, and sensing poor. The lead was examined under flueroscopy; it did not appear to have dislodged and no damage was observed. Lead measurements taken through the pacing system analyzer (psa) were also undesirable. The rate/sense portion was capped and a new pacing lead was implanted without further incident.